Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling of the device. Instructions, operation manual chapter 4 ¿operation¿ section 4.1 ¿insertion¿ describes how to inspect for the subject event as below: suction. Warning: if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 82, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. It is suggested that the user facility review the method of handling of the device according to the instructions for use (IFU) for prevention of recurrence of the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproducible, however damage was found within the channel. The device evaluation found channel damage; due to wear of angle wire, bending angle in the up direction does not meet the standard value, due to the wear of the angle wire, the play of the up down knob was out of the standard value, the adhesive on the bending section cover had a chip, the channel tube had a scratch, the switch box had a scratch, the scope cover had a scratch, the channel tube had a scratch, the flexibility adjustment ring had a scratch, the scope cover unit had a scratch, the scope connector had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, the grip had a scratch, the scope cylinder was shaved. The paint on the scope cylinder was peeling. The forceps elevator had a scratch, the forceps elevator knob had a scratch. The right left knob had a scratch. The control unit had a scratch and was discolored. The electrical connector was discolored due to water leakage. The adhesive on the bending section cover had a chip. Due to the wear of the angle wire, the play of up down knob was out of the standard value. The cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lusera colonovideoscope¿s channel was damaged when a clip was sucked into the channel during a procedure. The procedure was completed with a similar device. There were no reports of patient harm.